Manufacturer narrative:
The hardware investigation of the returned standalone board found that the reported event was related to an electrical issue. The board did not pass bench test, as the fans on the board were not turning on. All voltages present, 380 vdc measured at input, 115vac present, 15vdc present, led's all functioning as expected. Relay test did not pass between pins 1 and 2. Resistance was tested between pins 1 and 2. The reported event was confirmed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. To resolve the reported issue, the representative replaced the standalone board on 8 march 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect standalone board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the standalone board for the imaging system was not functional. No additional information was provided. There was no patient present when this issue was identified.